Event description:
It was reported by the caller that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. To resolve the issue, the customer changed the infusion set and cartridge and continued with insulin administration.